Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. Evaluation did find the bending section cover adhesive was chipped, the image had white dots due to damage on the charged coupled device (ccd) unit, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in july 2023. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused due to a breakage of the image sensor unit including disconnection by stress of repeated use, external factors or handling, or that the components of the ic chip and capacitor mounted on the electric circuit board had a defect. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e226 scope communication error message. The issue occurred during a procedure. The procedure was completed. The customer noted the device was inspected prior to use. There was no reported patient harm or impact due to this event.